Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that before an impella cp was implanted, a 12 french sheath was first placed to perform valvuloplasty. During this time, the patient became hemodynamically critical. The valvuloplasty was performed successfully, followed by the 14 french peel-away sheath, and the impella cp was implanted. After the impella cp was placed, it was discovered that the patient was bleeding from the femoral artery. A covered stent was inserted into the femoral artery and the impella cp was removed. The patient expired in the procedural area. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.